Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding ( menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included celexa [celecoxib] for anxiety. The patient's medical history included orchiectomy in (B)(6) 2018, cardiac operation in (B)(6) 2015, ovarian cyst, hyperthyroidism, c-section, wisdom teeth removal, cervical dysplasia, pap smear abnormal, condyloma, bacterial vaginosis, (B)(6), tremor, tingling, numbness, weakness, atrial fibrillation, coronary artery disease, high cholesterol, CABG, hypertension, neuropathy, annuloplasty and seizure. On (B)(6) 2016: pelvic and transvaginal ultrasound. Findings: there are bilateral fallopian tube coils visualized. Impression: I. Three myometrial leiomyomas without evidence of mass effect on the endometrium, unremarkable sonographic appearance of the ovaries, bilateral fallopian tube coils in place. Pelvic sono in 2016 showed 3 small fibroids. On (B)(6) 2009: as per mr: patient underwent salpingogram: reason for procedure: tubal patency. Concurrent conditions included wrist pain, multiple allergies (allergies: penicillin, sulfa.), insomnia, cough, vomiting, acute sinusitis, allergic rhinitis, gestational diabetes, rash, diarrhea, night sweats, uterine bleeding, post coital bleeding, menometrorrhagia, smoker, vaginal itching, vaginitis bacterial, dysplasia, ocular discomfort, bladder infection, burning sensation, vaginal irritation, ulceration of vulva, (B)(6), malaise, painful feet, sore throat, pharyngotonsillitis, chills, chest burning, abdominal pain upper, abdominal pain, throat swelling, constipation, mastodynia, breast mass, sleep unwell, shingles, stress, renal impairment, myelodysplastic syndrome, atrial fibrillation, testicular abscess, bronchitis, bruising, palpitation, dizziness, myalgia, dysuria and adnexa uteri pain. Concomitant products included azithromycin (zithromax) for respiratory infection as well as atropine, clarithromycin (claritin), diazepam (valium), fluconazole (diflucan), ibuprofen, ibuprofen (motrin), ketorolac, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid), macrogol 3350 (miralax), melatonin, metronidazole (flagyl 250), mometasone furoate (nasonex), multivitamins, plain, phenazopyridine hydrochloride (pyridium) and venlafaxine hydrochloride (effexor). On an unknown date, the patient started celexa [celecoxib] at an unspecified dose and frequency. On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), 2 days before insertion of essure. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced loss of libido ("hormonal changes describe: no sexual desire"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss") and irritability ("hormonal changes-describe: irritable") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("depression/depressive disorder") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced vulvovaginal discomfort ("vaginal irritation"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems: type: blurred vision - on and off for years"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), nausea ("nausea") and bone pain ("pelvic floor tenderness"). The patient was treated with ciprofloxacin hydrochloride (cipro), lactobacillus acidophilus (acidophilus), lactobacillus acidophilus (florajen), metronidazole (metrogel), sertraline hydrochloride (zoloft), valaciclovir hydrochloride (valtrex) and surgery (laparoscopic bilateral salpingectomy with removal of essure coils and ablation on (B)(6) 2009). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, anxiety, migraine, headache, dyspareunia and alopecia had resolved and the loss of libido, psoriasis, urinary tract infection, depression, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue, weight increased, dysgeusia, vulvovaginal discomfort, irritability and bone pain outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, bone pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, loss of libido, menorrhagia, migraine, nausea, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal discomfort and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result of the test: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: she had fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, depression, headache, anxiety, migraine, urinary tract infection, weight gain, alopecia, psoriasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical record received. Events: hormonal changes describe: no sexual desire, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder urinary tract/vaginal) type: bacterial vaginosis, urinary tract infection, depression, anxiety, psoriasis, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems: type: blurred vision - on and off for years, fatigue, weight gain, metallic taste in mouth, vaginal irritation, hair loss,pelvic floor tenderness, irritable was added. Event outcome was updated for the events: : pelvic pain, anxiety, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), dyspareunia, hair loss, headaches, migraines. Concomitant conditions and drugs were added. Historical conditions and treatment drugs were added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.